Event description:
It was reported that the guiding catheter separated in the pt. The femoral artery going towards the iliac was tortuous and the guiding catheter was torqued. The guide wire was seen exiting out of the side of the guiding catheter. The guiding catheter was removed and only half of it came out, the other half was removed with biopsy forceps.